Event description:
Additional information was received indicating that the handheld in question was misplaced and could not be located for return to the manufacturer.

Event description:
It was reported by a physician that the handheld screen had been frozen from (B)(6) 2012. Multiple hard resets were performed however each time the screen would freeze on the "clear all data" screen. It was confirmed that the screen lock was not on and the caller was pressing the correct buttons to advance the screen. The issue was not resolved, so an new handheld device was shipped. The handheld in question has not yet been returned to the manufacturer.